Event description:
It was reported that 10 bd pen ndl 32g 4mm were unable to prime. The following information was provided by the initial reporter : the consumer stated no insulin flow when priming 10 pen needles. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-08. H6: investigation summary customer returned (9) 32gx4mm bd pen needles from lot# 0073558 (7 sealed and 2 opened). The consumer stated no insulin flow when priming. All 9 returned pen needles were examined, then tested for flow using a test pen injector. All 9 pen needles were able to expel properly. No defects were observed. Pen needle DHR batch 0073558 was reviewed. The batch number was built with pen needle assembly line in oct 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd pen ndl 32g 4mm were unable to prime. The following information was provided by the initial reporter: the consumer stated no insulin flow when priming 10 pen needles. Date of event: unknown. Samples: available.